Manufacturer narrative:
Unable to perform the displacement test and occlusion test due to missing retainer. The insulin pump was received with missing reservoir tube o-ring, broken reservoir tube lip, minor scratched display window and scratched case.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer's blood glucose was unknown. The customer stated that the reservoir compartment clear plastic ring was loose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.